Event description:
The customer reported that a piece of plastic syringe broke off inside the fluid connection portion of the scope and was stuck. It cannot be removed. Clarifying information received was the accessory was a bd 10ml luer-lok syringe; no fragments entered the scope, and a plastic piece was stuck in the channel. During reprocessing, involving a cysto-nephro videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.